Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to be distorted. The inner tubing appeared kinked/buckled, and the lead appeared to have been damaged at implant. The helix could not extend or retract due to distal conductor distortion within the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to be fractured. The inner tubing appeared kinked/buckled, and the lead appeared to have been damaged at implant. The helix could not extend or retract due to distal conductor distortion within the connector.

Event description:
It was reported that the physician attempted to implant the lead multiple times in the right ventricle, but the helix was not working properly. The lead was not used, and a new lead was implanted. No patient complications were reported as a result of this event.